Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that the patient was sent to pain management. No other information was reported. There were no reported complications and no further complications were expected.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins is located on their back on the hip and the ins is bothering them. The patient reported that it is swelled up at the back. It was reported that a family member looked at it and said that it doesn¿t look too bad. The patient reported that it hurts on the side like someone had punched them. The patient reported that they could not distinguished the surgery pain from the back pain so they waited for the swelling to go down and call the doctor. The patient reported that after (B)(6), they started having pain that goes across the side when they lay down. The patient reported that they have appointment with the doctor on (B)(6) 2017.